Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had a cracked battery door and displayed error code 46228, and the device immediately powered off" was partially confirmed. The damaged battery door was confirmed; however, the error code could not be verified. The probable cause was fluid contamination on the main board. The main board, motor, downstream occlusion seal, and lcd lens were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that upon power on, the device had a cracked battery door and displayed error code 46228, and the device immediately powered off. There was no patient involvement and no harm reported.